Manufacturer narrative:
(B)(4).

Event description:
Customer has rejected this item as the headband is falling into the surgical wounds causing risk of infection. The device was in use during the alleged malfunction/event, no injury reported.